Event description:
Enduser advised chair was intermittently making a grinding noise and left side locking up causing the chair to go in circles with a wrench flashing on joystick. .

Manufacturer narrative:
The device was evaluated by the returns department which found that the brush holders are tight.

Event description:
Enduser advised chair was intermittently making a grinding noise and left side locking up causing the chair to go in circles with a wrench flashing on joystick. .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.